Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented with left sided weakness. The patient was hospitalized for 1 week and discharged home.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will submitted when the manufacturer's investigation is completed.